Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that they have not been able to charge the ins for the past 4-5 days. It was reported that controller keeps indicating that the ins battery is empty, cannot provide stim, recharge your implanted device. The patient reported that they have been charging the ins but it stays on red and does not charge. It was reported that the controller has the green light and shows normal charging screen. It was reported that the controller showed that the controller charge level is at 90% and ins was in red. The patient reported that they get normal charging screen with excellent charging quality, but the ins stays in red. The patient also tried to press an x to exit out of the recharging screen and was not able to exit out. The screen remained the same. No patient complications have been reported because of this event.

Manufacturer narrative:
Continuation of d11: product ID 97755 lot# serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They provided their weight at the time of the event. They stated the issue was resolved with the new recharger. No patient complications were reported as a result of this event.

Event description:
Additional information was received from the patient. Patient had difficulty charging, explaining that she will see recharging excellent on her screen, but the ins stays on red and doesn't charge. Patient tried charging the ins for 2- 3 hours, and the controller battery dropped from 90-80%, but the ins battery stayed red. They tried charging during the call and reported seeing the ins battery empty before being able to recharge with excellent on the screen. Patient confirmed the rtm is not getting hot, is not damaged. Patient confirmed this is a continuation of where she received a replacement rtm. Patient noted she never had charging difficulties at the beginning, and could recharge whilewalking around with no issue. The patient had a very bad fall on her back (not caused by the ins) that required reprogramming. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.